Event description:
Rn saw pt to perform a dressing change and noted that the catheter was not attached to the hub of the PICC. It had broken at the hub of the repaired PICC and migrated into the pt. Pt went to hosp ER and radiology could not locate the PICC. Pt was sent home. 11/18 pt was called back to hosp and catheter was located and removed from the heart.